Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2019-04275. Concomitant medical product: articular surface size ef 12 mm height item# 00596003212 lot# 60518766. Report source:- (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately ten years post implantation due to instability. During the revision surgery, the surgeon found that post of the surface was fractured and the surface was worn. There is no additional information at this time.

Event description:
Upon reassessment of the reported event, it was determined that this device was reported in error. The initial report was submitted in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was reported in error. The initial report was submitted in error and should be voided.